Event description:
Report received of an administration set piercing pin that became disengaged from an IV container. The IV container with 60mg of taxotere was spiked with the administration set. When the nurse primed the drip chamber, the spike disengaged from the IV container resulting in taxotere spilling onto the clinician's skin and clothing. There were no reported skin irritation issues or inhalation issues at the time of the event. Though requested, no additional info was available.